Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description. There was no patient involvement. Based on technician statement, during troubleshooting the device was cross checked with part other working device: the expiratory channel printed circuit board (pcb), the pressure transducer pcb, the control pcb, the monitoring pcb, expiratory cassette membrane, safety valve, expiratory cassette, inspiratory pipe, air gas module and o2 gas module. However the issue persisted. No further troubleshooting and finale solution has been provided. The solution to the issue is unknown and it is not possible to know which parts have been found defective. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).